Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 68 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they were stuck in the load reservoir process. Customer advised that insulin squirted out during the fill tubing process. Customer advised insulin continued to drip after the motor stopped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitored. No unexpected bolus anomaly noted during testing. Insulin pump passed the dat test at 0.08750 inches. Unit was received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.